Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the cadiere forceps instrument jaw broke. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cadiere forceps instrument was inspected prior to use and had no damage found. There were no fragment fell into patient. The procedure was completed with backup instrument.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a loose pitch cable at the distal end. Additionally, the instrument exhibited imprecise motion when manually articulated the pitch input. Opened the instrument housing and found a cracked clamping pulley #5. The root cause is attributed to a cracked clamping pulley. The housing was removed for inspection due to a loose pitch cable and the pitch input disk clamping pulley was found cracked. As a result of a cracked clamping pulley, the instrument pitch cable became loose. The instrument was found to have a frayed pitch cable at the distal clevis hub. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.098¿ - 0.226¿ in length and were not aligned with the tube axis. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.